Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The device received internal and external visual inspection with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device completed rite testing with no issues noted. Upon conclusion of the investigation, the cause was determined to be insufficient drain, one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2014 at 02:13:34. During night drain cycle six, the patient's ultrafiltration reading was 1068ml, indicating the home patient drained 1068ml more than their maximum programmed fill volume of 1500ml. No additional information is available.